Event description:
Difficulty removing foley at end of case. Balloon deflated with syringe and port cut off to facilitate removal but still hard to remove. Physician notified. He successfully removed foley with difficulty.